Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, acute deep vein thrombosis (dvt) and failed removal. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty, unable to retrieve from the vessel wall, could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the retrieval difficulty experienced by the customer. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf), and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Factors that may have influenced the event include patient, pharmacological and lesion. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, acute dvt and failed removal. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicate that patient underwent placement of ivc filter since patient required the left hip to be replaced and needed to come off coumadin for the surgery. The patient has a history of undergoing total hip replacement and having a dvt and life-threatening pulmonary embolus (pe) as sequelae. During placement of the ivc filter via the right femoral vein, the filter was deployed at approximately the body of the l3 vertebra in standard fashion. The fluoroscopy confirmed good placement of the ivc filter. According to the information received in the patient profile form (ppf), approximately on or about two months post implantation of the inferior vena cava (ivc) filter, the patient suffered perforation of the filter strut(s) outside the ivc, clotting and occlusion of the ivc. The patient also states to suffer from anxiety, swelling and pain of the lower body, legs, hips, and groin. Approximately on or about five years and three months post implantation of the ivc filter, an unsuccessful percutaneous removal of the ivc filter was attempted and instead the physician proceeded to collapse the filter. At this time, the filter was found to be occluded. The patient required balloon angioplasties and stenting in the ivc as well as in the common iliac vein and external iliac vein. As reported, the patient underwent placement of the trapease inferior vena cava ivc) filter. Per the medical records, the patient underwent placement of inferior vena cava (ivc) filter because the patient required the left hip replacement, this required cessation of the current coumadin therapy. The patient has a history of undergoing total hip replacement and having a dvt and life-threatening pulmonary embolus (pe) as sequelae. During placement of the ivc filter via the right femoral vein, the filter was deployed at approximately the body of the l3 vertebra in standard fashion. The fluoroscopy confirmed good placement of the ivc filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, acute deep vein thrombosis (dvt) and failed removal. According to the information received in the patient profile form (ppf), approximately two months post implantation of the ivc filter, the patient suffered perforation of the ivc, clotting and occlusion of the ivc. The patient also states to suffer from anxiety, swelling and pain of the lower body, legs, hips, and groin. Approximately five years and three months post implantation of the ivc filter, an unsuccessful percutaneous removal of the ivc filter was attempted and instead the physician proceeded to collapse the filter. At this time, the filter was found to be occluded. The patient required balloon angioplasties and stenting in the ivc as well as in the common iliac vein and external iliac vein. The filter in unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The trapease device is not indicated for retrieval. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Pain, swelling and anxiety do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.